Event description:
Pt admitted to hosp for removal and replacement of bilateral breast expanders secondary to deflation. Surgeon found four separate ruptures, quite large (4-5mm) at positions 10:30, 2:00, 3:00 and 6:00. Positions 2 and 3 overlapped. One huge tear approx 4cm in length was found on the right expander at the edge of the fill port to the tissue expander proper at 12:00 to the port. Original breast expanders were placed following 2001 right modified mastectomy and left simple mastectomy secondary to breast cancer.